Event description:
The pump was returned for investigation. Evaluation revealed that battery compartment was cracked. This report is made based on results of investigation completed on 01/08/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: evaluation revealed that the battery compartment is cracked at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There were no issue with loss of power. There was no evidence of moisture damage in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).